Event description:
It was reported that the customer received a battery out limit alarm and a failed battery test. The customer also had an issue with the infusion set coming out of her body and the customer did not notice it until her blood glucose level was 220 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked display window, a cracked case at a display window corner, a broken reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube and cracked battery tube threads.